Event description:
It was reported that a non-dehp standard bore catheter extension set did not have a retractable collar. This was identified after connecting the set with a bd insyte autoguard 20g 1.88 under ultrasound guidance. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: as a result, another extension set (unspecified) was obtained to secure the line during the procedure (omitted on initial). H10: the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.